Manufacturer narrative:
This investigation is completed. Should additional information become available this investigation will be updated.

Event description:
It was reported that one day post implant pacing failure was seen when it comes to this right ventricular lead. Temporary pacing was inserted. A procedure took place shortly after pacing failure was noted as a possible dislodgment or a loose connection was suspected. Upon checking fluoroscopy a perforation was confirmed, and no dislodgement or loose connection was noted. The patient was transported to the operating room and a thoracotomy was performed. The lead was removed and the hole in the heart was repaired. The device was also disposed. The next day another procedure took place and a new system was implanted. This lead will not be returned. No additional adverse patient effects were reported.